Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - performance data that was collected from the device was analyzed and the data revealed that there was a power on reset (por) for a write to locked ram on (B)(6) 2010 00:28:27 that signaled a patient alert.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an electrical reset occured. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that an electrical reset occurred. The device remains in use. No patient complications have been reported as a result of this event.